Manufacturer narrative:
Covidien service engineer verified missing segments in display. Changed the display pcb. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the MFR.

Event description:
It was reported to covidien that the unit could not display the spo2 value on the 7-segments clearly. There was no pt involvement.